Event description:
It was reported via social media comment by the patient's wife that the vns did not work for her husband and was removed due to his body rejecting it. No additional relevant information has been received to date.